Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, a capacitor charge time limit was reached on the device. Replacement of the device is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.